Manufacturer narrative:
Pump was received with pump error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had pump error. Customer blood glucose level was 175 mg/dl. Customer also stated that the they clear the alarm and alarm occurred within 1 week of trouble shoot. The device will be returned for analysis.